Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction & rotation. The lens was exchanged with a same length lens with a different cylinder & axis & the problem was resolved. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: over/under correction h6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
Corrected data: b5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction and blurred vision. The lens was exchanged with a same length lens with a different cylinder & axis and the problem was resolved. Cause of the event was reported as unknown. Claim#: (B)(4).